Event description:
(B)(6) 2014 no injury alleged. Malfunction alleged. MDR filed. Independent repair center: customer alleged alarming/red light, and the key failure is the valve is stuck. Associated malfunction for this device: o ring and hose clamp leaking.